Event description:
The lay user/patient called lifescan (lfs) in 2008, alleging the display on one touch ultramini was frozen with the last result. This complaint was classified based on the customer care advocate's (cca) documentation. The pt reported the meter issue began one day prior, at 1:00 p.m. After the reported issue, the pt reported experiencing blurry vision. The next day, at 2:15 p.m., the pt visited his physician. His blood glucose was tested and he obtained a result of 340 mg/dl. No medical intervention was required. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt claimed he was found to be hyperglycemic after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.